Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - a visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive tensile force having been applied to the shaft. Proximal stent damage was also noted. Strut rows 1 and 2 at the proximal end of the stent were raised slightly. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, insertion difficulty and shaft kink occurred. The 100% occluded lesion being treated was located in the heavily calcified left anterior descending (lad) artery, approximately 2 cm distal of the left main (lm). The physician experienced severe friction while placing the unknown guide wire. The lesion was predilated with an unknown size maverick balloon and an unknown size promus element stent was implanted. The physician identified further calcification in the lad and attempted to place the 3.00x20 mm promus element stent proximal to the previously implanted promus element stent, but experienced heavy friction within the 6f unknown manufacturer's guide catheter. While trying to push the 3.00x20mm promus element stent further down the guide catheter, the shaft kinked outside the guide catheter. Then the physician attempted to place a 2.50x20mm promus element stent and experience the same issue. Another manufacturer's stent was attempted, which also resulted in a shaft kink. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, the returned product revealed stent damage. This product is only ous approved but it is similar to an approved us device.